Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support, who assisted with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to report any future malfunctions.